Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), on the helix mechanism, and on the sleevehead. The inner tubing was kinked/buckled and there was a tip seal observation.

Event description:
It was reported that during the implant procedure after the first helix retraction, the helix mechanism was stuck inside the sleeve head. No patient complications have been reported as a result of this event.